Event description:
It was reported that thirty-eight (38) minicaps had dirt or foreign material on the cap. This was discovered prior to use of the devices for peritoneal dialysis (pd) therapy, upon opening the pouch. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: one (1) actual sample with an open pouch was received for evaluation, the other (B)(4)) actual samples were not received and therefore could not be evaluated. Additionally, (B)(4) companion samples were returned for evaluation. A visual inspection was performed on the returned samples, and no particulate matter (dirt or foreign material) was observed; however, iodine stains were evident on the outside at the finger grips and on the side of the one actual sample and on 15 of the 36 companion samples. Iodine is dispensed into the minicaps during the manufacturing process and appears to have stained the outside of the cap on this occasion. Therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted